Event description:
Procedure performed: lap bilateral salpingectomy. Event description: complaint 1 of 2: (B)(4) (MFR report # 2027111-2023-00533). Complaint 2 of 2: (B)(4) (MFR report # 2027111-2023-00534). Two similar events occurred at the same facility during the same procedure. "When trying to insert trocar into palmers point, trocar fractured. Another trocar was utilized, again trocar fractured into pieces. Both trocars were unable to a third trocar, was utilized and successfully entered the pt. Abdominal cavity." Additional information was received via email on 24jul2023 from an applied medical representative: the break occurred at the obturator & tip. The hospital was not sure if there was any difficulty noted during the insertion of the device. The break was not considered to be clean as it was cracked/fractured and caused particulation. When asked if all the fragments were retrieved the hospital stated they were "unable to find within the incision sight." N/a noted for patient injury and the patient was discharged. The procedure was a lap bilateral salpingectomy. Clarification on the initial event description was received stating "both trocars were unable to penetrate through the fascia so the trocar could enter into the peritoneal cavity." Additional information was received via email on 17nov2023 from litigation counsel, applied medical: applied¿s legal department received a letter from a law firm on november 14, 2023, alleging that patient injuries were associated with a salpingectomy procedure on (B)(6) 2022, which utilized 2 #ctf01 trocars (l/n: 1428690). The procedure took place at [hospital name] in [state]. Intervention: replaced with a new one to complete the case. Patient status: n/a, discharged. Patient injuries were associated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap bilateral salpingectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Two similar events occurred at the same facility during the same procedure. "When trying to insert trocar into palmers point, trocar fractured. Another trocar was utilized, again trocar fractured into pieces. Both trocars were unable to a third trocar, was utilized and successfully entered the pt. Abdominal cavity.". Additional information was received via email on 24jul2023 from an applied medical representative: the break occurred at the obturator & tip. The hospital was not sure if there was any difficulty noted during the insertion of the device. The break was not considered to be clean as it was cracked/fractured and caused particulation. When asked if all the fragments were retrieved the hospital stated they were "unable to find within the incision sight." N/a noted for patient injury and the patient was discharged. The procedure was a lap bilateral salpingectomy. Clarification on the initial event description was received stating "both trocars were unable to penetrate through the fascia so the trocar could enter into the peritoneal cavity.". Intervention: replaced with a new one to complete the case. Patient status: n/a, discharged.